Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error check ventilation, proximal pressure auto-zero failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
A manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem of error code 110b check vent: proximal pressure sensor auto zero failed. Service manual procedure was done. There was no fault found. The device passed the required performance verification tests per philips standards.